Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovering from the event. On an unknown date, the patient was discharged from the hospital. Action taken with pd therapy was not reported. No additional information is available.